Event description:
Following predilatation with a 2.5mm balloon, the stent/balloon catheter was advanced but failed to pass the proximal right circumflex artery. Upon attempted withdrawal, the stent slipped off the balloon catheter and remained in the left main. The stent was removed several hrs later.